Event description:
A user facility in (B)(6) reports that during surgery, the presence of a plastic element from the phacoemulsification handpiece was observed by the operator in the anterior chamber of the eye. Aspiration of this plastic element was not possible with the phacoemulsifier and required mechanical removal. There was no reported patient impact.

Manufacturer narrative:
The particle and or the device was not returned for evaluation. The device history record was reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. If the product is returned, the investigation will be reopened; the investigation is considered complete at this time.

Manufacturer narrative:
Based on new information received, the case has been reassessed and is now considered serious due to the enlargement of incision to remove the particle. The investigation is complete.

Event description:
Additional information was received indicating that removal of the element intra-operatively required widening of the main incision and multiple entry/exits of the globe with anterior chamber movements. It was reported that there were no clinical consequences.